Event description:
Alaris pump kept alarming "performing self-checks" with instructions to remove the IV cassette. This happened three times, at which time the alaris pump was exchanged for a new one. Maintenance IV fluids were infusing at the time the alaris pump was alarming.